Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a low blood glucose (bg) level with extreme thirst associated with inaccurate continuous glucose monitoring (cgm) readings as compared to the finger stick blood glucose (bg) values. The patient stated that there was a discrepancy between the cgm showed which showed a bg reading of 358 mg/dl while their glucose meter which showed a reading of 150 mg/dl. During troubleshooting with customer technical support (cts), the patient admitted that they attempted to use the vibe pump and a handheld receiver for their cgm. They were advised to only use one device at a time. The patient also stated that they used their cgm for treatment and bolused insulin for a 358 mg/dl glucose reading; the patient was advised to check their glucose by meter and they obtained a reading of 66 mg/dl. The patient reported feeling a little "shaky" and they were advised treat their low blood glucose level by consuming fast acting carbs. Troubleshooting also indicated that the following training /misuse factors may have contributed to the alleged inaccurate cgm reading issue: the patient was not doing quality checks on the bg meter per manufacturer¿s recommendations; the current sensor was inserted after expiration date and the patient took the medication acetaminophen or paracetamol. The patient was educated and received the following information: the cgm readings are meant to be used for trending purposes. They will not exactly match the fingerstick bg values and are not expected to. The cgm must be used with a blood glucose meter. Treatment decisions should not be based solely on results from the cgm. The patient must confirm with a blood glucose meter before making therapeutic adjustments. The patient¿s blood glucose readings without qualifying symptoms do not meet animas criteria of a serious injury. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.